Event description:
It was reported that the patient's device reached elective replacement indicator (eri) earlier than expected. The device interrogation six months earlier had rendered the device good for nine months, but the device only lasted six. During a recent interrogation, a power on reset was noted just as the battery went to eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.